Event description:
It was reported that the patient with this pacemaker was part of system revision due to pocket erosion. There was no adverse patient effects were reported. This pacemaker was explanted.